Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle detach (in the package, during removal from package, during handling or during use on the patient)? Please specify for each of the 4 involved devices. Events reported in 2210968-2021-09813, 2210968-2021-09814, 2210968-2021-09815 and 2210968-2021-09817.

Event description:
It was reported that a patient underwent a CABG surgery on (B)(6) 2021 and suture was used. During the procedure, the needle detached from the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: thirty six packets of product code m8704 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and the swage and attachment area were noted with incorrect swage (bellmouth) and due to condition observed, the rest of the samples were examined and incorrect swage was found. Functional test was performed to thirteen samples, and the pull force result were above the minimum requirements. The incorrect swage defect been correlated to the manufacturing process. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.